Manufacturer narrative:
H6: ventec downloaded the device's electronic records (system logs) for analysis and was able to confirm that the device had previously logged low exhaled tidal volume (vte) levels as well as patient circuit disconnect alarms in its memory. Prior to completing any functional testing of the device, ventec had to replace the control board to resolve a different, unrelated issue. Following the replacement of its control board, ventec was unable to duplicate low vte levels or the patient circuit disconnect alarms. Replacement of the control board, however, likely resolved both of these conditions. Proper device operation was confirmed through functional and performance testing. Based on the information available, ventec has determined that it's reasonable to conclude that the replacement of the control board resolved the reported issues. Further investigation of the removed control board determined that the root cause was a common mode noise filter, designator l202x on the control board.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low and that it displayed a patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.